Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. The patient died after this event for reasons unrelated to the device.